Event description:
It was reported that during the implant procedure, the lead was difficult to place and the performance was getting worse with time. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Event description:
This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.